Event description:
Customer reported flm leak during treatment. Name and function of complainant: same as reporter. Customer reported blood pump error occurred during emptying chamber phase 6th cycle. Customer tried to carry out saline bolus 3 times but it did not work. Customer did abandon treatment. Customer realized, that a puddle was visible on floor underneath flm. Customer could not specify where leak originated. Pt well at all times. Cts leaked whether fluids entered system near flm chamber. Customer stated no. Cts asked customer whether fluid leaked into centrifuge chamber/ photoactivation chamber. Customer stated no. Service order (B)(4) was created for the inspection of the instrument.

Manufacturer narrative:
Batch record review for lot a764 was performed. There were no non conformances associated with this lot. This lot met all release requirements. A review of complaints received for lot a764 was performed. There were no other flm leakage complaints reported to date for this lot. (B)(4) completed: (B)(4) 2013. Field engineer confirmed the flm leakage had occurred. Field engineer cleaned and checked the instrument. Field engineer performed a system checkout procedure and confirmed the instrument was in working order and released the instrument back to the customer. The assessment is based on info available at the time of investigation. No product return was received by the customer for investigation. The root cause for this complaint cannot be determined based solely on the info provided by the customer. (B)(4).